Manufacturer narrative:
(B)(4). Jaw. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, nine scissor clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a visceral procedure, there were malformed clips-scissored. The surgeon noticed several times that the clips did not close properly and that the jaws symmetry was not ok. All clips placed were defective (since the second firing) and were removed. No consequence on patient. Another like device was used. There were no adverse consequences for the patient.